Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change. However, the device would not detach from the chronic ventricular lead in the patient. Physician also noted header discoloration. The physician explanted the device and attempted to explant the lead but encountered patient anatomy issues. Patient was stable after the event.

Manufacturer narrative:
The reported complaint of could not untighten the setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew and the lead could be removed. The blood most likely came through a hole punched through the septum by the torque wrench at time of implant. The darkened area observed by the physician was the calcified blood filling the setscrew inset and connector block area. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.